Event description:
It was reported that tip detachment occurred. The 90% stenosed target lesion was located in the left anterior descending artery. A comet ii pressure guidewire was selected for use. During the procedure, it was noted that the tip detached and broke into two pieces. The detached portion was retrieved from the body. The procedure was completed with another of the same device. There were no patient complications, and the patient was good post procedure.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Manufacturer narrative:
(B)(6). The device was returned for analysis. Memory testing revealed the coefficient values were programmed. Visual inspection of the device revealed that the tip was bent.

Event description:
It was reported that the tip detached and broke into two pieces. The 90% stenosed target lesion was located in the left anterior descending artery. A comet ii pressure guidewire was selected for use. During the procedure, it was noted that the tip detached and broke into two pieces. The detached portion was retrieved from the body. The procedure was completed with another of the same device. There were no patient complications, and the patient was good post procedure.